Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance measurements. Multiple attempts of repositioning the rv lead to obtain good measurements were made but were unsuccessful. The lead was removed and replaced with a new lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. A complete lead in one piece with the helix retracted and clogged blood or tissue was received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.